Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a right hip revision due to losened femoral, pain and hip dislocation. Operative notes indicated the cobalt and chromium are elevated. Abundant dark brown gray fluid was encountered as expected with a metal-on-metal reaction. Doi: (B)(6) 2007 (liner). Doi: (B)(6) 2011 (head). Dor: (B)(6) 2023. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: pinnacle mtl ins neut36idx56od product code: 121887356 lot no: 2332069 quantity of manufactured- (B)(4). Date of manufacturing: 11th feb 2007 expiry date: 11th feb 2012 any anomalies or deviations identified in DHR: n/a IFU reference: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: pinnacle mtl ins neut36idx56od product code: 121887356 lot no: 2332069 quantity of manufactured- (B)(4). Date of manufacturing:11th feb 2007 expiry date: 11th feb 2012 any anomalies or deviations identified in DHR: n/a. IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.